Event description:
On 24 may 2021, the complainant contacted leica biosystems by email regarding sub-optimal processing of patient tissue samples which occurred on (B)(6) 2021. While initiating a tissue processing run, the user mistakenly pressed "cancel" instead of "start," which caused the tissue to sit dry over-night and one block was unable to be recovered. The type(s) of patient tissue samples involved was detailed as: "one case initially undiagnosable - breast case rebiopsied and diagnosed". On 26 may 2021, the leica biosystems field applications specialist working with the complainant, noted that at least one (1) patient was not diagnosable. On 4 june 2021, the following information was provided by the leica biosystems field applications specialist, "unfortunately one case was not diagnosable after sitting in a dry retort for approx. 6 hours and this patient required re-biopsy." On 22 june 2021, the leica biosystems field applications specialist provided information that the one (1) undiagnosable breast sample was derived from a female patient and documented that, "unfortunately customer was unable to provide me with further patient identifiers after multiple attempts." If additional information is obtained a follow up report will be submitted.